Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the transverse colon during a colorectal endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023, for the treatment of closure. During the procedure, when grasping the mucous membrane, resistance was felt from the handle, but it was eventually released. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.